Manufacturer narrative:
Prior to use, the user pushes the ultipaq cerecyte microcoil 2 mm x 8 cm (cfs10020830/c18194) out of the introducer for the required visual examination. This was not possible with this coil. It seems that the introducer is pinched where the white area changes over to the green distal area. The coil was not used within the patient. Pushing the coil out was done without microcatheter etc. The coil was noted to be compressed during analysis. The damage on the coil occurred prior to use. There is one section of compression and buckling damage on the proximal section of the coil. The coils socket ring has been pushed down inside the outer sheath. Upon receipt, the coil was pushed out of the introducer sheath multiple times with no resistance encountered. The outside tapered section at the junction white and green is correctly manufactured as this does not affect the inner diameter. The inner lumen of the introducer was found to be undamaged and did not impede the coils advancement out of the introducer. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism has compression and stretching damaged. The most likely contributing factor to the coils inability to be advanced out of the introducer may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket down inside the outer sheath, produced compression and buckling damage to the coil, and prevented the coil from advancing outside the introducer sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ based on the information and the analysis, the event ¿coil kinked/bent prior to use¿ was confirmed, the event ¿coil introducer kinked/bent during prep¿ was confirmed but determined to not be an issue as this outside tapered section at the junction white and green is correctly manufactured and does not affect the inner diameter, the event ¿coil introducer zipping difficulty-unzipping¿ could not be confirmed, however procedural factors may have contributed to this event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report.

Event description:
Prior to use, the user pushes the ultipaq cerecyte microcoil 2 mm x 8 cm (cfs10020830/c18194) out of the introducer for the required visual examination. This was not possible with this coil. It seems that the introducer is pinched where the white area changes over to the green distal area. The coil was not used within the patient. Pushing the coil out was done without microcatheter etc. The coil was noted to be compressed during analysis. The damage on the coil occurred prior to use.